Event description:
It was reported that the pt experienced increased spasticity and stiffness prior to pump replacement for end of life, which did not subside after replacement. The pt was receiving compounded baclofen 1000 mcg/ml at a rate of 88 mcg/day. Approx one week after surgery, the pt reported "worsening spasticity" and underwent a radiocontrast dye study after aspiration of the catheter via the catheter access port. There was evidence of dye coming from the catheter tip; no evidence of extravasation at the catheter anchor site or in its connection to the proximal part of the pump. After clearing the catheter, an 80 mcg bolus was programmed and the daily rate of compounded baclofen was increased from 180 to 240 mcg. In 2008, the daily dose was increased to 600 mcg/day "without resolution or any decrease in her pain" on examination a week later. The rate was then decreased to 200 mcg/day. On eight days later, the pt was taken to surgery due to continued spasticity that was controlled with oral baclofen with significant side effects. On examination of the catheter, it appeared that there was "an elbow and then a sharp turn laterally that is likely the culprit of any kink that may have been present, although no cracks demonstrated in the catheter". The catheter was trimmed of 24.5 centimeters and a new catheter length of 15.2 centimeters was added to the existing catheter. The catheter was advanced to approx t9 level and a loop was made, so there was no tension on the catheter. A dye study revealed "contrast in the posterior epidural space and no evidence of extravasation at the area of the posterior connector of the connection to the intrathecal pump." The pump was programmed to deliver 200 mcg/day after a "clearing bolus". The pt was admitted to the hospital for observation. On ten days later, the pt was noted to be markedly improved. The pump was reprogrammed from 200 to 100 mcg/day and she had noted improvement. The pt had an episode of viral gastroenteritis with resultant increase in spasticity but did not request change in her dosing. The pt was referred for physical therapy due to "deconditioning" but otherwise had not injury.

Manufacturer narrative:
.